Event description:
Since implant, the patient experienced shocking when the implantable neurostimulator was on. The neurostimulator was intermittently turning on and off. Impedances indicated a possible short. Impedances for between the case and electrodes 0-3 were all low, but within normal limits (355-405 ohms). The magnetic reed switch was disabled. The intermittent stimulation resolved. X-rays taken in 2009, revealed no disconnect. The lead was noted to be midline. When the patient was seen 2 weeks later he was receiving better coverage, but the shocking sensation was unchanged. There were no plans for a revision. A follow-up report will be submitted if additional information becomes available.